Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57g73. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: what were the indications for surgery? Unknown. What structure was device being fired on? Vessel. Were any unusual noises heard during firing? No. Were any clips used in the vicinity of stapler firing? No. Did device complete the firing sequence and knife return to home position? Yes. Were any staple seen in the surgical field? If so, please describe shape. No. Was this the first firing of device? Yes. Are photos or video available? No. What is the current patient status? Stable and in hospital now.

Event description:
It was reported that no staple. During the laparoscopic right hemihepatectomy, after fired, found the tissue was cut off but no staple. The patient lost blood. Used suture to stop the bleeding and with blood transfusion. The surgery delayed about 2 hours. After surgery, checked the reload, found with full staples. The patient is stable and in hospital now.